Manufacturer narrative:
Samples of mounting pads from the subject lot were evaluated. The failure of a small percentage of the pad lot was confirmed by simulated use testing and measurement of the force required to pull the pad from the reservoir wall. Surface analysis of the adhesive layer on the mounting pad revealed that the adhesive had been contaminated by a silicone oil. Such silicone oil is not a specified component of either the adhesive or the molded plastic mounting pad.

Event description:
During use for cardiopulmonary bypass, the adhesive pad used to affix the reservoir level sensor to the reservoir failed to adhere to the reservoir wall. The pad was replaced by an alternate pad and the procedure was concluded without incident. There was no adverse consequence to a patient as a result of this event.